Manufacturer narrative:
Continuation of d10: product ID: 8780; serial: (B)(6); implant date: on (B)(6) 2018; explant date: on (B)(6) 2025; product type: 0184-catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial: (B)(6); ubd: 2020-04-12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving an unknown drug via an implantable infusion pump for spinal pain indications. It was reported that in 2022 the patient had a pump revision and the healthcare provider (hcp) woke them up in surgery and said they had found 'a puss in their pocket' and they were supposed to move the pump away from the rib but the hcp didn't. The patient stated they had 2 dye studies leading up to this surgery that concluded that the catheter was leaking. The patient stated 'all they did was change the pump' and sent the patient home.